Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. A review of the available information indicates the device was assembled per technique, was released in a conforming state, and is functioning as expected per the documented design requirements. No device failure was identified. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that during the procedure, the liner could not be separated from the cup. Another cup and liner were used to complete the procedure. There was no harm or health consequences to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: cat #: 110024461 / g7 dual mobility liner 38mm c / lot #: 66255840. G2: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.